Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she keeps getting change sensor alerts despite not having the sensor in after the specified change date. The patient's blood glucose at the time of incident is unknown, but when she checked her blood glucose on the phone it was 471 mg/dl. She treated with a pump bolus. Troubleshooting could not be completed for the sensor errors since the customer was on vacation; she confirmed that she would call back later. No products were shipped or returned.